Manufacturer narrative:
No discrepancies were found as it relates to the batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the device had been carried out correctly. Batch reconciliation was 100%. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Furthermore, the visual and dimensional analysis of the returned iol did not reveal any anomalies with the manufacture of the iol. The break through the optic appeared to have been made in order to facilitate removal of the lens from the eye. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. Furthermore, correct implantation of the iol is unlikely to cause tearing of the capsular bag of the patient. Additionally, lenstec believes that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Complainant states: patient had a small hole in posterior capsule. When lens implanted made larger hole. Removed lens and placed a 3 piece lens in.